Event description:
I got essure (B)(6) 2011 shortly after having my last child. My doctor told me there were no long term side effects and due to the lack of follow up care I had no idea that what has been happening to me are side effects from the device! I gained a bunch of weight. Started having htn, ptsd, anxiety, depression, mood swings, being extremely emotional, having memory problems and forgetfulness, irregular long heavy periods like I was going to bleed to death, abdominal pain, gas, painful sex and sexual dysfunction, I have bowel issues and incontinence with urgency. I started recently having reoccurring uti's with blood in my urine on the last one. I have hip and lower back pain that is worse on my cycle. I have unexplainable bruising. My vision got bad all a sudden and is getting worse. My breast hurt. My tooth broke and my hair got coarse! I get migraines and have constant severe pain. I get insomnia. It just keeps getting worse! I thought I was losing my mind because there appeared to be no explanation for all the issues that I continue to have. I actually cut my wrist in (B)(6) thinking that there was no hope. Then after my 3rd uti my obgyn told me to look it up. Everyone has been trying to explain away my symptoms but there are reports of other people having the same exact type of problems. And now I have hope! And I want the coils removed. My insurance paid for the test to see where they are located inside me and I want them out! I want everyone to know about the side effects. I almost killed myself because I didn't know and I am a nurse! This should never have been allowed to have happened!